Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt called alleging that the meter was set to the incorrect unit of measurement. The pt felt fine and noticed that his meter had been giving him high readings of "174, 74, 164, 212 and 106 mg/dl." The pt visited the physician and was told to take an extra tablet. The pt has been taking the extra pill for the past three weeks. The pt took the meter to the pharmacy and the pharmacy did not know what was wrong with the device; therefore, the pt contacted customer services. Customer service discovered the meter was set to the incorrect unit of measurement. Customer service tried to assist the pt; however, the pt was having a difficult time changing the meter back to mmol/l. Customer service sent the pt a replacement meter. The pt does not recall recently going into the meter settings and changing the unit of measurement. At this time the readings provided do not meet the criteria for an adverse event. This case is being reported as a malfunction due to the fact that meter is in the wrong unit of measurement while the pt does not recall going into the meter settings.